Manufacturer narrative:
(B)(4).

Event description:
The patient reported that a power on reset (por) message had occurred; therapy had stopped due to the por. At the time the patient had had another implantable device replaced, the por message was noticed ((B)(6) 2016). The type of por that had occurred was unknown as the patient did not have the patient programmer (pp) available at the time. It was not known if it were related to an overdischarge. The patient was getting poor communication with the patient programmer. No patient symptoms were noted. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.